Manufacturer narrative:
Product #2 pi main [pi-2020-0192171-02] an abandoned procedure was reported to abbott. It was determined that during an implant procedure, the physician could not insert two leads due to patient anatomy. As a result, the procedure was aborted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32136. It was reported that during an implant procedure on (B)(6) 2020, the physician could not insert two leads due to patient anatomy. As a result, the procedure was aborted.